Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. The balloon as well as the distal and the proximal ligatures were missing from the balloon. No necking was observed on the shaft of the catheter. Glue was still observed to be present on the proximal groove that binds the ligature. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we could not conclusively determine the root cause of the issue. It is possible that the tension or the amount of glue applied during winding of the threads to the lumen of the catheter was not strong enough to prevent the ligature from slipping from its position. We currently have a corrective and preventive action ( CAPA ) open to address this issue. After the issue was detected, surgeon made an incision and another embolectomy catheter was used to check and ensure that the balloon was not left in the patient's vessel. An ultrasound of the upper arm and chest x-ray was performed later to ensure there were no after effects of postoperative deep-vein thrombosis. The patient did not experience shortness of breath and appeared well. The physician thinks that the balloon ended up in the yankauer suction tip. According to the hospital, although the fistula stopped a few days later, the patient has not suffered from any further illness.

Event description:
During removal of thrombus from the fistula at the left arm, lemaitre embolectomy catheter was inserted and the balloon was inflated with approximately 0.2 ml of heparinized saline. While pulling the thrombus out of the vessel, the balloon snagged at the elbow. So, the physician deflated the balloon slightly and then continued to withdraw the catheter. When the catheter was removed completely from the patient's vessel, he found out that the balloon was missing from the catheter.